Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during pre-use check of a smiths medical portex® ivory pvc soft seal® cuff tracheal tube air was noted to leak from the cuff. There were no reported adverse effects.

Manufacturer narrative:
One soft seal® cuff tracheal tube was returned for analysis in used condition. No visual discrepancies were observed upon visual inspection. A syringe was used to inflate the cuff while submerged under water detecting a leak coming from a small tear in the cuff. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. Training records were reviewed with operators have been trained to operation have been performed. A review of (B)(4) samples was inspected and tested; finding no discrepancies. Based on the evidence, the complaint is confirmed but the root cause is unknown.